Manufacturer narrative:
Investigation results: there are no abnormalities in the product manufacturing process, sterilization process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Because the defective sample has not been received for relevant tests, and the usage of the sample is unknown, the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, while administering an IV infusion to a patient, a nurse inserted a scalp needle into a pre-sterilized indwelling catheter and began the infusion. After a short while, the patient¿s arm swelled up. Believing that the indwelling catheter was leaking, the nurse immediately removed it, re-administered the infusion, and reported the incident to the head nurse and the equipment department.